Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port leaked complaint to the same phenomenon: the vent plug was not connected to the extension tube of the bd nexiva single port. When the user opened the steril packaging she saw that the vent plug was not connected to the luer adapter. It lay seperately in the steril packaging, see the attached photography. In a few more cases the user didn't notice this and inserted the catheter into the patient's veins. During this procedure the blood flew out of the extension tube of the nexiva single port when did the incident occur? Before use.

Manufacturer narrative:
Our quality engineer inspected the photo and 2 samples submitted for evaluation. The reported issues of blood leaks out of control plug and vent plug loose/ missing were confirmed upon inspection of the samples. Analysis of the samples showed the vent plug detached from the luer adapter in the packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. An investigation was performed to check for the insertion of the vent plug into the luer adapter. The defect occurred due to a misalignment during the insertion process where the vent plug was not fully inserted into the luer. There is a visual system to check for missing component during packaging before proceeding to next process. The vent plug could also loosen during transportation to the next process. Action was taken in march 2025 to fabricate a bracket to secure holding the vent plug during insertion.